Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support, who provided information on how to reset the pump and helped with the process. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappears.